Manufacturer narrative:
The customer's meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.

Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display was too dim to see what was on the display. Troubleshooting found that there are missing segments within the results area of the meter display. Missing segments in the results field could cause results to be misinterpreted